Event description:
The user reported that the defibrillator would intermittently fail to turn on. There was no harm to any pt. Tests on the unit disclosed that it would turn on normally when operated on battery power, but would sometimes fail to turn on when operated on ac line power. The problem was determined to be a failed diode (cr1) on the power supply assembly (590251). The event is not occurring more frequently or with greater severity than is usual for the device.